Manufacturer narrative:
(B)(4). Date sent: 2/14/2025. Additional information was requested and the following was obtained: was the firing sequence started but not completed? -yes if yes: did the device deliver any staples? -yes if yes, were the staples formed properly? -yes if yes, was the staple line complete? -no did the device cut? -yes if yes, was the cut line complete? -no was there any difficulty opening the device jaws? -no is the current patient status known? -discharged was there any patient consequence or change in the post-operative care of the patient as a result of the event? -no.

Manufacturer narrative:
(B)(4) date sent: 01/27/25 d4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line? Was there any difficulty opening the device jaws? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? A manufacturing record evaluation was performed for the finished device ecr60w with lot number 519c14; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device malfunctioned and could not continue to be used normally when the anastomosis tissue was halfway through prolonging the operation time and increasing the risk of surgery. Changed to another one to complete the surgery. There was no patient consequence nor surgical delay reported. Additional information requested.